Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the physician indicates the pump was delivering a heavy dose of hydromorphone. The physician was also advised of the proper roller study protocol during the tech call. The roller study performed where rollers were noted as not turning was not conclusive based on study performed.

Event description:
It was reported that the actual volume in the patient's pump reservoir was greater than the expected residual volume. It was stated that 2 ml of medication was the expected residual volume, 10 ml was indicated by the pump, and 22 ml of medication was actually aspirated from the pump. There were no motor stalls noted in the event logs. The pump was programmed at a simple continuous infusion rate. The catheter was viewed under fluoroscopy with no anomalies seen. A dye study was not performed. A roller study was performed and it was noted that the rollers were not turning. A bolus was not programmed for the roller study. All of the pump medication was removed from the pump. The patient's healthcare provider (hcp) requested to have a manufacturer representative present for further assistance. Information was not provided regarding the type, concentration or dosage of medication used in the patient's pump. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.